Event description:
It was reported that there was a problem with the external pulse generator (epg) rate control. It was also noted that the epg hanger was broken. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.